Event description:
Event description guidant received information that due to physician error, this lead was inadvertently placed in the artery and tracked into the left ventricle. The caller questioned if a sheath could be placed around the terminal pin in order to gain access to the vessel.